Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port showed signs of wear and the customer had to wiggle the cable to charge the device. Additionally, it was reported that the touchscreen showed signs of wear and was "dimmer". There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to gather additional information, however no response was received from the customer.